Event description:
It was reported that this pacemaker was found to be in safety mode and exhibited premature battery depletion (pbd). The patient was found to have a complete heart block and worsening heart failure. A device change out procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.